Event description:
Doctor placed the insert in an extra large universal baseplate and attempted to impact it. After hitting it for several seconds, he felt he had compromised the locking mechanism and asked for another insert which was used successfully. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative pricedures.